Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 243 mg/dl. The customer delivered a correction bolus to address bg level. Additionally, the customer removed the infusion site and placed on a new site. System check with tandem technical support showed that the customer received multiple incomplete bolus alert. Reportedly, the customer noticed that the alerts occurred 5 minutes after attempting to complete a bolus. Review of the pump data logbook show that the incomplete bolus alerts happened when the customer inadvertently entered the bolus screen. And not when the customer was attempting to deliver a bolus. Additionally, the logs showed that the bolus had been intentionally stopped by the customer as the it showed that the bolus was user aborted. The customer acknowledged the information and reported bg value was within normal range.